Manufacturer narrative:
A follow-up report will be filed if more information becomes available.

Event description:
The clinician reported an emergency department patient was critical and needed quick vascular access. The physician began to procedure, needed assistance, and asked the clinician to remove the guidewire. As the guidewire was being removed, it frayed and stuck the clinician in her left thumb causing exposure to the patient's blood. The guidewire was removed intact. There were no patient complications reported.